Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during carpel tunnel repair (open) procedure while employing skin /would closure, the needle and thread broke . The surgeon stated that the needle did not seem durable, robust, and suture site (closing of skin) was infected. Medical or surgical intervention was needed to treat the suture site infection. Patient status: alive with injury.